Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called in need of assistance to program their insulin pump. The patient's blood glucose level was at 119 mg/dl. The customer stated that they had experienced high blood glucose in the past because they had not yet programmed their insulin pump. The customer was assisted with programming the pump and their insulin pump functions as designed. No further information was provided.